Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head broke off [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown broke off within two weeks of use. She stated this was not the first time she experienced this, and she did not think she was pushing too hard when using the product. No symptoms developed. (B)(6) 2015 received follow-up: the consumer reported that it was the second oral-b brush head to break from a pack of 4. No symptoms developed.

Manufacturer narrative:
(B)(4). Product investigation results: reporter returned 1 oral-b toothbrush head. Toothbrush head confirmed to be counterfeit.

Event description:
Brush head broke off [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a (B)(6) year old female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown broke off within two weeks of use. She stated this was not the first time she experienced this, and she did not think she was pushing too hard when using the product. No symptoms developed. (B)(6) 2015 received follow-up: the consumer reported that it was the second oral-b brush head to break from a pack of 4. No symptoms developed. 25-aug-2015 product investigation results: reporter returned 1 oral-b toothbrush head. Toothbrush head confirmed to be counterfeit.